Event description:
Initial results for three patient bicarbonates were 46, 41 and 42 mmol/l. When repeated, the results were 25, 25 and 24 mmol/l. The incorrect results were not used to guide therapy. The field service representative was unable to confirm a malfunction of the system.